Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12123. It was reported the pt is without stimulation for three days. The programmer displays "stim off" and the charger is unable to communicate with the ipg. A new charger was sent to the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.